Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "infection in teeth," deemed not related to the device, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported they injected a patient with an unknown concentration of (B)(6) with lidocaine in the cheeks and tear trough. Patient developed a persistent pain in cheeks. After a consultation, the healthcare professional believes the pain is not related to juvederm, rather an infection in teeth (not device related) which patient had recently gone through.